Manufacturer narrative:
A2, a4, a5: information unknown/not provided. B3: date of event: unknown/not provided. D6a: if implanted, give date: unknown/not reported. It is unknown if the iol had any patient contact or if it was implanted. Section d6b: if explanted, give date: unknown/not reported. It is unknown if the iol had any patient contact or if it was implanted. E1: first/last name: unknown/ not provided. E1: telephone number: (B)(6). H3-other (81): the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a toric intraocular lens (iol) was opened/damaged. It is unknown if there was patient contact. No other information was provided.